Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was also mentioned that stimulation does not seem to help. The patient underwent an ipg replacement procedure wherein an MRI capable device was implanted. The patient was doing well postoperatively. The explanted device was discarded per facility policy.